Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/28/2018. Citation: j orthopaed traumatol. 2011; 12: 29 35. Doi: 10.1007/s10195-011-0130-6. (B)(4).

Event description:
It was reported via journal article: "title: suture repair using loop technique in cases of acute complete acromioclavicular joint dislocation". Authors: mohamed taha el shewy, hatem el azizi. Citation: j orthopaed traumatol. 2011; 12: 29 35. Doi: 10.1007/s10195-011-0130-6. Acromioclavicular joint dissociation may not be a common injury, yet it may cause limitations in activity. In this study, a simple technique was advocated to reduce and maintain reduction of the acromioclavicular joint using no. 5 nonabsorbable suture material while the resutured coracoclavicular (cc) ligament heals. A total of 21 patients (16 men and five women) with types IV and v acromioclavicular joint dissociation underwent surgical repair and were included in the study. During the surgical procedure, 2 strands of non-absorbable ethibond 5-0 sutures (ethicon) were passed under the knuckle of the coracoid process using a curved aneurismal needle as a suture passer. It was then passed through the drill hole in the clavicle, in a figure-of-eight manner. The sutures are then passed under the knuckle of the coracoid and through the drill hole in the distal end of the clavicle. While keeping the ac joint in the reduced position, the two ends of ethibond 5-0 sutures were tied securely to each other, forming a knot under the distal end of the clavicle (between it and the coracoid). Reported complications included superficial wound infection leading to wound gaping (n-1) which was successfully managed by prompt administration of systemic antibiotics for 7 days with repeated dressings. The wound finally healed by secondary intention. It was concluded that this technique should be used only in acute cases. The results showed a high incidence of good outcome. The authors could not prove that the good results are due to cc ligament healing. The technique does not involve the use of metallic implants, which require a second surgery to remove them, or the use of expensive synthetic graft or a graft harvested from a distant donor site.